Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a shoulder stabilization procedure, a piece broke off of the anchor when the surgeon was attempting to remove the introducer handle from the anchor. The broken piece was retrieved. A backup device was available to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.